Manufacturer narrative:
The events of bleb-related issues and fibrosis are a physiological complication and analysis of the device generally do not assist allergan in determining a probable cause for this event. According to the information gathered during the DHR review, there is enough evidence to support that the device was assembled in accordance with the procedures and specifications. The records show that the implant passed all specifications and was an accepted unit with no non-conformance. Device labeling : the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Precautions: the safety and effectiveness of more than a single implanted xen®45 gel stent has not been studied.

Event description:
Healthcare professional indicated that the patient experienced right eye secondary surgical intervention, specifically, "2nd xen implanted" to complement and "improve iop control." Healthcare professional also reported the bleb was absence because of "bleb scarring-due to tissue response of patient."